Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the insulin pump went into threshold suspend but his blood glucose was 236 mg/dl. Current sensor reading was 59 mg/dl and blood glucose was 59 mg/dl. Customer was advised to remove the sensor. He found the cannula was bent. The sensor would be replaced and returned for analysis.